Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the up/down knob could not be locked securely, there was a gap between the acoustic lens and the ultrasound probe, the acoustic lens was peeled, the acoustic lens was damaged, the distal end was chipped, the adhesive on the bending section rubber was detached, and the bending angle in the up direction was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had the bending section rubber adhesive worn out and the angulation was insufficient. Inspection and testing of the returned device found a gap in the adhesive on the distal end. There was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was apical adhesive peeling and peeling of the mirror lens. The event most likely occurred due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.